Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the issue was resolved.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). Rep was present with the patient in the clinic and reports they were getting good therapy, however were seeing the message "cannot provide desired settings" on their controller. This began a couple of weeks ago. Rep stated he tried increasing pulse width, did a connectivity check and looked at impedances, and everything "was green". Rep stated he used electrodes 0 and 2 as references. Patient's rate was set to 150. Technical services (ts) advised completing an impedance check with reference electrodes that are used in programming (rep states 5, 6, and 7). Rep states that with a reference of 5, 4 is 24 ,910 ohms and 6 is 40,000 ohms. Rep planned to program around those electrodes.